Manufacturer narrative:
Patient identifier - requested, not yet received; age & date of birth - requested, not yet received; sex - requested, not yet received; weight - requested, not yet received; ethnicity - requested, not yet received; race - requested, not yet received; date of event: unknown; expiration date - unknown due to unknown lot number combination; UDI - unknown due to unknown part/lot number combination; implanted date: unknown due to unknown date of event; explanted date: device was not explanted; device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. One report is being submitted for the reported six bleeding incidents due to the lack of specific patient demographics.

Event description:
The following was reported through literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostatics following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. Six (6) bleeding incidents were reported after perceived successful antegrade deployment. Patients with bleeding issues were observed overnight. These patients did not require further intervention and were problem-free at routine follow-up at the vascular surgical outpatient clinic. Patient condition was reported to be stable.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.